Manufacturer narrative:
This report is submitted on august 20, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an infection and subsequently experienced a loss of osseointegration. Revision surgery has not been scheduled as of the date of this report. Additional information has been requested but has not yet been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2018 was filed inadvertently. There was no loss of osseointegration or infection as previously reported. This report is filed on october 15, 2018.